Event description:
Patient reported obtaining a blood glucose result of 273 mg/dl, while using the suspect device. Patient indicated that, less than 5 minutes later, blood glucose was retested on a physician's device with a result of 109 mg/dl. Patient's therapy was not modified based on the value obtained on the suspect device. Quality control testing had not been performed on patient's device. Technical support requested the return of the suspect product and replacement product was shipped.